Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3120015 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120015 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
False negative result(s). Customer had 3 kits where which tested negative and she feels they should test positive because her husband tested positive at the dr. Office for covid and they said she most likely has covid but didn't test her. One of the 3 kits that tested negative was on her husband who later tested positive at the dr. The other 2 tests she took.

Event description:
False negative result(s). Customer had 3 kits where which tested negative and she feels they should test positive because her husband tested positive at the dr. Office for covid and they said she most likely has covid but didn't test her. One of the 3 kits that tested negative was on her husband who later tested positive at the dr. The other 2 tests she took.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.